Manufacturer narrative:
.

Event description:
It was reported the stimulation is intermittent. The patient reported, the stimulation has been turning off intermittently for about one month. The patient has to use the patient programmer to turn the stimulation back on. The patient was redirected to contact their health care provider. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received.